Manufacturer narrative:
Summary of eval: eval results indicate that the screws without engraving are of the old design.

Event description:
Engraving is missing from the screw. This event did not occur during a surgical procedure.